Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 12 years ago. Aneurysm and vessel morphology at the time of implant are unknown. The patient has returned for some follow-ups. On an unknown date, it was reported that the stent graft had migrated distally, resulting in a proximal type I endoleak. The cause of the migration is unknown. The patient had an open repair with a tube graft to intervene for the migration; the open repair may have been just a partial conversion with some of the aneurx stent grafts remaining implanted. At a routine follow-up, it was noted that the tube graft has apparently lost the proximal attachment seal, and a graft infection also may be present. The aaa has enlarged and is currently 8 cm in diameter, and there is no aortic neck left. There is no noticeable aortic neck angulation. Another intervention, with another open repair, is being considered for a later date. No additional information has been provided. No additional clinical sequelae were reported, and the patient is fine. A review of returned films show that the stent graft is currently in the sac; with disease progression and aortic neck dilatation over time (no actual neck is currently present). The entire aneurx stent graft system appears intact (may not have been partially converted as described) although it is possible that a different device may have been explanted at some time. Since this is non-contrast cta's, the tube graft and any endoleak could not be evaluated. No obvious air bubbles were present to suggest an ongoing infection.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent graft migration, endoleak, infection), patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
Additional information. The patient was treated on an unknown date with a talent converter stent graft and bilateral snorkeling. The patient is doing fine.